Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient was sent home on chemotherapy via a infusion pump. When they came back to the clinic 96 hours for a bag change, leaking was noted with the bd/bard port access needle. Additional information provided 02/23/2021: ". The break occurred where the tubing is attached to the actual entire port, not something the nurses are putting on." Pediatric oncology patient were receiving a: 28 day infusion. Pediatric oncology patient had bag of drug changed every 72-96 hours (where leaking is being reported by parent or clinician). Administered blinatumumab (brand blincyto). Patient sent home with the infusion through a cadd (smith medical) home infusion pump leaking was reported where the tubing meets the hub where above a needleless connector/cstd would be connected. This report addresses the second of two patients.